Event description:
Patient presented with some thrombus in the aorta. Access and deployment of a 28-16-120bl bifurcated device, two 34-34-80le proximal extensions, and a 20-20-55l limb extension were uneventful. There was still some uncovered aorta between the proximal end of the most proximal cuff and the lowest renal. A 34-34-100rle suprarenal extension was placed. The procedure was completed with patent renals, no endoleaks or other issues noted. Approximately one month post-implant, the patient was sent to the hospital under the care of dr (B)(6) who had reported the patient appeared to be in renal insufficiency, was not producing enough urine, and felt that it appeared as if the renals were covered by a proximal extension. The patient underwent a left speno-renal bypass and was put on dialysis. The patient was producing urine and recovering well. Two weeks later an additional report was received that dr (B)(6) was not aware that the device was a suprarenal proximal extension, initially thinking the suprarenal struts had graft material covering the renals. The patient is still reported to be doing well and has since been taken off of dialysis.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician was unaware that the patient had a suprarenal device implanted causing him to believe that the device was covering the renals.